Event description:
This pt was admitted emergently with an acute myocardial infarction. The target lesion was the proximal right coronary artery. The lesion was denovo, type c, and 100% occluded. The length of the lesion was 15mm. Bifurcation was not present. The lesion was pre-dilated with a balloon (2.5 x 20mm) at 10 atm for 20 seconds. Then a cypher stent (3.0 x18mm) was deployed at 20atm for 30 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow pre and post procedure was 0 and iii. The residual % of stenosis after the procedure was 0%. Act was not measured. Intra-procedure and post procedure medications included aspirin 200mg, heparin, and ticlopidine hydrochloride 200mg. A few hours post procedure, the patient complainted of ch est pain thus cag was conducted and thrombus was present in the implanted cypher at the proximal edge. To treat the thrombus, two driver stents were implanted (4.0/24mm and 4.0/16mm), both at 10atm for 30 seconds. Pcps and iabp were also inserted, however the pt expired. Physician's comment: the probable cause of the sat because the implanted cypher stent was undersize. The cause of the death was because there was a lesion at aha#12 (obtuse marginal), which probably became occluded.